Manufacturer narrative:
The insulin pump was received with physical damage, cracked and bleeding display glass, minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube. The displacement test could not be performed due to the display anomaly.

Event description:
It was reported that the customer had high blood glucose levels of 417 mg/dl. The grandmother of the customer reported that the insulin pump had a partial display. It was reported that the partial display occurred after giving a bolus from the insulin pump. The grandmother of the customer also reported a no delivery alarm from the insulin pump. The grandmother of the customer described the partial display on the insulin pump as looking like blotches of ink on the screen rendering the words on the display difficult to read. The customer was advised that the insulin pump would be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.